Event description:
During an arthroscopy procedure using a tristar 50 with integrated cable arthrowand, the electrode ball from the tip of the wand detached. It is not known if the electrode ball remains in the pt. No other information was provided for this report.

Manufacturer narrative:
Pt information was requested from the user facility. No additional information has been provided to date. Awaiting the return of the device to complete the investigation.